Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21690461-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 14:22 minutes and 69,497 joules that during the prostate procedure, the fiber tip was observed to be rotating inside the metal cap. The fiber was then removed and it was noted that the tip/cap appeared to have detached. The fiber was replaced and the procedure completed using a second fiber; there was no injury reported.